Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material 1mm proximal from proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was attached to an encore inflation unit. A pinhole was observed in the balloon material, located 1 mm proximal from proximal markerband, during inflation to the rated burst pressure of 12 atmospheres. The encore device was verified both before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. During the procedure, the balloon ruptured. No complications were reported, and patient is stable after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. During the procedure, the balloon ruptured. No complications were reported, and patient is stable after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6).